Manufacturer narrative:
Device received but not yet evaluated.

Event description:
It is reported that the surgeon complained that the femoral sizer would not lock into the 5 degree rotation hole. It kept slipping to 3 degree position, which prevented him from setting the implant at the optimal rotation.

Manufacturer narrative:
Complaint sample was evaluated and the reported event was confirmed. Posterior referencing sizer, was returned and evaluated. Instrument exhibits some scratches and abrasions. The external rotation measurement can be changed from 5 degrees to 3 degrees without squeezing when substantial force is applied on the sides, causing the gears to be skipped. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.